Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, placement difficulty occurred and the lead could not be placed due to high friction with the blood vessel. It was also reported that the ipl scratched the blood vessel, tip retracted when introduced. Same damage when the ipg was extracted. The ipl was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.